Event description:
Procedure type: lap appendectomy. Reportedly, the stapler did not fire the staples properly. However, the knife did cut tissue. There was no indication that any bleeding or fluid leakage occurred as a reuslt of this. The appendix stump was closed with the application of a second stapler and there was no patient injury reported.